Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error 315 (scope error) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was producing incompatible scope error 315 on screen. The issue was found during preparation for use at the start of shift. No procedures were impacted as other devices were used for the planned day. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device producing incompatible scope error 315. No image was displayed when the device was plugged into the processor. When the plug body was dismantled, the moisture indicators have been triggered evidencing fluid ingress within the plug body. Additionally, the following findings were noted: light cover glass adhesive worn, optical cover glass adhesive worn, distal end adhesive worn, water leakage at the suction connector, the up/down angle control assembly was loose, the up/down brake was not holding, and both the water removal test and electrical safety test were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.